Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. After conducting further communication with the field, further information received confirmed the product was not expired when used in the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an expired product that was inadvertently used in the patient.